Event description:
Procedure - right laparoscopic nephro uterectomy. According to the reporter: surgeon placed endo catch through trocar and before he even got specimen into the bag the string became detached from the instrument, even though it was not pulled by the ring at any stage. The ring became detached also and the string was broken. Another endo catch device was then opened and the same thing happened again even though it was a different lot number (us201503-0272). Device had not been re-sterilized prior to use. Was used on patient. No patient injury or jeopardy. No extension of surgery by more than 30 min - no re-operation required. No blood loss of more than 500 cc, no extension of incision, no change from endoscopic to open surgery. No unanticipated tissue loss and no portion of device falling into nor retrieved from patient. No reinforcement material used. Also relates to us201503-0269.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.